Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a pod-site infection while wearing the pod for an unknown duration. Upon pod removal, the insertion site appeared infected and was associated with pain, swelling, redness, warmth, and enlargement of the affected area. Medical attention was sought from a general practitioner, and the patient subsequently reported three pod-site infections over the previous year, all of which required antibiotic treatment. Infection 1, documented under case (B)(4), occurred in (B)(6) 2026 and resulted in treatment with antibiotics and a prescription for cutimed spray. Infection 2, documented under this case (B)(4), occurred in (B)(6) 2026 and resulted in treatment with antibiotics and a prescription for betadine for site disinfection. Infection 3, documented under case (B)(4), was diagnosed as erysipelas by a physician, presenting with pain, redness, swelling, warmth, and enlargement of the affected area, and was treated with flucloxacillin 500 mg. The patient described the infections as recurring and requiring repeated courses of antibiotic treatment. The patient did not provide blood glucose values. A replacement pod was successfully applied. The event resolved following treatment, and the patient was discharged following same-day medical visits. No further information was provided.